Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral vein (sfv) using lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and a guidewire. During the procedure, the physician advanced a cat12 over the guidewire to the target vessel and initiated aspiration. Subsequently, it was noticed that the rotating hemostasis valve (rhv) would not tighten on the cat12 and that air was leaking through the rhv. Therefore, the rhv was removed. It was reported that an attempt to aspirate clot using a smaller rhv was made; however, the aspirated clot became stuck in the rhv. Therefore, this rhv was also removed. The procedure was completed using a new rhv and the same lightning and cat12. There was no report of an adverse effect to the patient.